Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment the device "head could not open." The device was pulled back and a new device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire and pipeline braid were returned for evaluation. The pipeline braid was found to be attached to the pushwire and released from the capture coil. The pipeline braid was observed to be fully open with the distal and proximal ends having severe fraying, and the middle having been compressed. The tip coil was observed to be stretched and kinked. The capture coil was observed to be compressed and damaged. The pushwire was also noted to be bent and kinked with coating damage approximately 16.0cm to 18.0cm from the proximal end. No other anomalies were observed. Based on the analysis findings and the clinical observation was not confirmed. The pipeline braid was observed to be fully open with damage. We are unable to definitely determine the cause of the reported event. It is possible that the damaged braid and capture coil may have contributed to the reported experience. However, the cause for the damages could not be determined. The coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. The torque device and rhv were not returned for evaluation; therefore any contributing factors from the torque device/rhv valve could not be determined. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.